Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for normal follow-up, several ventricular fibrillation episodes and few non-sustained episodes due to right ventricular lead noise leading to pause episodes were observed. The patient was pacer dependent and was asymptomatic. The noise was not reproducible in clinic with isometric movements and pocket manipulations. Programming changes were made. Physician elected to replace the lead. Prior to replacement procedure on (B)(6) 2019, the physician learned through chest x-ray that patient has abandoned leads on the left side of the chest and current system is on right side. Physician was concerned that veins would be occluded due to the amount of hardware in patient. Surgery was postponed until further notice. Patient remained stable.

Event description:
New information received notes that the right ventricular lead was capped and replaced on (B)(6) 2021 due to failure to capture and ongoing oversensing of noise that led to pacing inhibition. The patient was in stable condition throughout.

Event description:
New information received notes that in-clinic interrogation on (B)(6) 2019 showed no noise or malfunction, so no intervention was planned..

Event description:
New information received notes that patient experienced noise oversensing that led to pacing inhibition and a transient asystole arrhythmia. The patient was scheduled for a lead revision, but the physician made programming changes instead. The patient was in stable condition after the programming changes.